Event description:
It was reported via an experience report, a cc clinical study, and through legal notification, that a 64 yo male patient, initial left knee implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) 2022, approximately 4 years 7 months post the initial procedure. The patient presented to the clinic on (B)(6) 2018, with a patellar sleeve fracture that presents as clicking laterally with flexion but is not painful. Indication for revision surgery stated aseptic loosening, instability, and pain/stiffness. Date of onset was unknown. The surgeon revised the femoral components for a logic cc knee. The femoral components were loose. The tibial components were well fixed. The study indicates the event is possibly related to the devices and the procedure. The femoral, patella, tibial insert and tray components were revised. The study indicates the event was resolved on the surgery date. No device returned due to clinical study guidelines. The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device. No additional information provided.

Manufacturer narrative:
D10: concomitants: 2046914 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t, 4562441 02-012-60-1480 - logic stem ext 14mm x 80mm, 4539233 02-012-60-2080 - logic stem ext 20mm x 80mm, 4690545 02-012-61-4000 - logic offset stem ext coupler 4mm, 5014271 02-012-61-4000 - logic offset stem ext coupler 4mm, 4996346 204-70-00 - tibial stem ext. Screw, 3984131 208-05-04 - cc distal fem augment sz 4, 5mm, 4536864 208-06-04 - cc distal fem augment sz 4, 10mm.

Manufacturer narrative:
1038671-2024-04134. 1038671-2022-01521. B2: corrected the following: outcomes attributed to adverse event (check all that apply). H6: corrected the following: component code, type of investigation, investigation findings the reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, bone fracture, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.